Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon placed a screw inaccurately. No further details were provided. The surgeon completed the procedure with the use of the imaging and navigation systems.

Manufacturer narrative:
Unrelated to the reported event, during onsite testing of the system the rep noticed corrosion around the batteries and replaced the diode cable and battery terminal connection. The cables and connectors were confirmed to be corroded.

Manufacturer narrative:
(B)(6) 2014, a medtronic representative performed an imaging system check-out, all areas passed. System was re-calibrated and performed as intended. Return requested. Replacement battery shipped to site 12/09/2014, and replaced without issue. Part was discarded at the site and will not be returned to manufacturer for analysis. Return requested. Replacement diode cable assy shipped to site (B)(6) 2014, and replaced without issue. Part was discarded at the site and will not be returned to manufacturer for analysis. Return requested. Replacement battery terminal conn kit shipped to site 12/09/2014, and replaced without issue. Part was discarded at the site and will not be returned to manufacturer for analysis. (B)(6) 2014 a medtronic representative, following-up at the site, reported a calibration test kit was used to verify accuracy which was confirmed accurate on left side of system. Verify completed of right side and results were marginal, performed calibration on right side. Verification confirmed accuracy. No further issues have been reported.